Event description:
It was reported that during lv lead extracting procedure due to diaphragmatic stimulation, rv lead dislodgement was observed. Patient was asymptomatic. The lead was explanted and replaced without complication. Patient condition was good after the procedure.

Event description:
Clarification of event: the rv lead was capped and replaced.